Manufacturer narrative:
H3, h6: the device that was used in treatment was not returned for evaluation with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No lot/serial number has been provided; therefore, a document review is not possible. A complaint history review found further instances of the reported event. Probable root cause may include kinks, leaks in the vacuum circuit or a component failure. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. This problem was solved by exchanging the canister. There was no patient harm. No delay information.